Event description:
It was reported that the procedure was to treat a lesion in the left common iliac artery with heavy calcification. The omni elite stent delivery system (sds) was advanced, but failed to cross to the lesion due to the calcification, and the stent struts became flared. During removal, resistance was noted with the sheath. The sheath, guiding catheter and sds were removed as a unit. During removal, the stent dislodged and remained half in the femoral artery and half in the subcutaneous tissue. Forceps were used to remove the stent. No additional treatment was performed and the patient reportedly had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.